Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that during pre-dilatation of the left leg target lesion stenosis on the superficial femoral artery using ultraverse balloon catheter, the subject allegedly had an adverse event of dissection. Reportedly, the adverse event was not related to the study device but causal relationship to the study procedure. The outcome of the adverse event was recovered. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive as no objective evidence was provided for review. Per the reported event description, the vessel dissection was not related to the device but possibly related to the procedure. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that during pre-dilatation of the left leg target lesion stenosis on the superficial femoral artery using ultraverse balloon catheter, the subject had an adverse event of dissection. Reportedly, the adverse event was not related to the study device but causal relationship to the study procedure. The outcome of the adverse event was recovered. However, the current status of the patient was unknown.